Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg). However, the exact value was not provided. Bg was addressed with food, juice, and ginger ale. Reportedly, the customer's healthcare provider and the customer made adjustments to basal rates resulting in low bg.